Event description:
It was reported that (1) tlc75 was used during a unknown procedure. It was reported by the rep that the tlc55 locked out on firing with first reload. Opened another device to complete the case. There was no consequence to the pt.